Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device overheated. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device had corrosion. The assignable root was determined to be due to improper cleaning / immersion during cleaning. This is further defined as user error, abuse and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.